Event description:
It was reported that the spring wire guide unravelled upon withdrawal, and a piece of the wire and the catheter tip sheared and remained in the pt's artery. The hosp plans to remove the separated pieces when the pt is able to tolerate surgery.